Event description:
The lumen was accessed and fluid was found to be leaking around the exit site (distal to the cuff).

Event description:
The lumen was accessed and fluid was found to be leaking around the exit site.